Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "severe unilateral swelling, heat and tenderness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a patient with 1.0ml of unspecified juvederm voluma in the "malar area". The patient later developed a "severe unilateral swelling, heat and tenderness" in the "malar and lower eyelid areas." The patient was treated with "antibiotic and prednisilone." Symptoms are still ongoing.